Manufacturer narrative:
The check of the manufacturing charts of the lot# of the delta tt acetabular cup dia.56mm involved (201307383) did not show any anomaly on the 8 delta tt acetabular cup manufactured with this lot #. No other complaint reported on the same lot#. We did not receive the explanted devices, but only x-rays related to the pre-revision situation and we asked a medical expert to evaluate them. According to his opinion, the cup was not placed correctly during previous surgery (insufficient reaming of the acetabular bone by surgeon), since cysts from osteoarthritis are clearly visible and subchondral sclerosis is rather far away from the cup. As a consequence, the cup was placed rather superficially and it was too large, which might have caused impingement with ilio psoas. In conclusion, according to the medical expert's evaluation, the most likely cause of the revision was a surgical error during primary surgery, since the cup was placed too superficially and the size was too large, thus causing probably the impingement. Event not product related according to our investigation with the available info. Pms data: we are aware of 9 revision surgeries specifically due to pain involving a delta tt cup on a total of (B)(4) delta tt cups sold ww since 2007. (B)(4) cases out of (B)(4) were related to a suboptimal positioning or malpositioning of the cup. (B)(4). No corrective actions planned for this specific event. Limacorporate will keep monitoring the market.

Event description:
Hip revision surgery done on (B)(6) 2017 due to ilio psoas pain. According to the info reported, patient (with osteoarthritis) underwent a total hip arthroplasty on the left hip on (B)(6) 2015 where a delta tt cup dia.56 mm with protruded poly liner, a ceramic femoral head and a h-max s stem were implanted. Patient had post-op pain in a sitting position when flexing his leg. Such as getting out of a car. During the revision surgery, the original stem was left in place and a new delta tt cup dia.58mm with a new protruded poly liner and new ceramic revision head were implanted. Surgeon was happy with the final stability of the implant. Surgeon remarks after the revision: surgeon thought that the cup (implanted in (B)(6)2015) position was not deep enough. This could have been the cause of the pain. Patient was a difficult personality type, and insisted on getting a revision surgery. Intensity of patient pain before the revision is unknown. Event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot# of the delta tt acetabular cup dia.56 mm involved (201307383) did not show any anomaly on the 8 delta tt acetabular cup manufactured with this lot #. No other complaint reported on the same lot#. We will submit a final report once the investigation will be concluded.

Event description:
Hip revision surgery due to ilio psoas pain done on (B)(6) 2017. According to the info reported, patient (with osteoarthritis) underwent a total hip arthroplasty on the left hip on (B)(6) 2015 where a delta tt cup dia.56 mm with protruded liner, a ceramic head and a h-max s stem were implanted. During the revision surgery, the stem was left in place and a delta tt cup dia.58 mm with a protruded liner and a ceramic revision head were implanted. Surgeon was happy with the final stability of the implant. Event happened in (B)(6).